Manufacturer narrative:
Several blades with no blade protectors and knifes exposed in a red locked sharps container were received for the report of blunt knives. Samples were not evaluated due to exposed unsafe knives received. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Samples were received at the manufacturing site were not evaluated due to receiving in exposed and unsafe condition and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic knife was blunt. Surgery was completed on the same day with no patient harm. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).